Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump emitted multiple call service alarms that could not be cleared after attempting to reboot the pump. It was reported that the pump would not complete the rewind step and the alarms would occur at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.